Manufacturer narrative:
The device has not yet been returned for complaint evaluation. It is scheduled to be returned by the distributor. A supplemental MDR will be filed upon receipt and evaluation of the device.

Event description:
Per the information provided, during a hip/glute procedure the needle completely separated from the sheath and was stuck in the patient, however was sticking out of the skin. The tip was able to be retrieved easily. There was no harm or injury to the patient caused by the failure.

Manufacturer narrative:
This investigation remained open as the device was to be returned for failure evaluation. On june 14, 2017, a conversation with the distributor found that they were unable to obtain the device. It had been disposed of and would not be returned. Based upon results of similar reported failures and lab testing it is most probable that the immediate cause is material fatigue associated with and/or being caused by user error. Per the information provided, the doctor used non-axial motion which, determined by lab testing, is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, during a hip/glute procedure the needle completely separated from the sheath and was stuck in the patient, however was sticking out of the skin. The tip was able to be retrieved easily. There was no harm or injury to the patient caused by the failure.